Event description:
It was reported the emts were responding to a call at a local nursing home and were requested to transport an approximately (B)(6) patient to the hospital. The emt said they loaded the patient without incident and transported. The emt reported that when the were unloading the cot from the ambulance, the cot caught the safety hook as intended and the wheels went down. He reported that they pushed the cot back in about a foot and lifted the bar and pulled the cot out of the ambulance. Reportedly, the cot collapsed "with a ratcheting effect." They tried to catch the cot and one emt sustained a herniated disc in the lower back. There was patient involvement and adverse consequences reported.

Manufacturer narrative:
Investigation underway.